Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer replaced the rotary latch and repaired insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system encountered an issue where the matrix drawer 9 failed to open, which hindered the user from accessing the medication. This situation led to a delay in patient care exceeding 24 hours; however, it was confirmed that no harm came to the patient. There were no adverse events or injuries reported based on this incident.